Event description:
It was reported that the stent could not be completely deployed. The delivery system was removed from three pt. During removal, the stent became elongated. Further info is pending. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. This event is being reported because this device is the same or similar to one marketed in the united states: PMA # p070014. The investigation is currently underway.